Event description:
It was reported that during a hepatectomy procedure, the distal portion of the cartridge was empty. When the doctor fired, a third of the clips in the cartridge didn't come out. Unk how case was completed there were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.